Event description:
A customer reported a cartridge alarm 20 issue with their pump, which was previously noted with the same serial number. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and provided guidance on using a new device, updating software, and handling the old pump's return. The customer confirmed their understanding of the instructions and the shipment details for the replacement pump, which should arrive without needing a delivery signature.